Event description:
At 7:00 am, pt's blood surgar was 152 mg/dl. At 9:30 pt's face was drooping. Nurse called an ambulance. Ambulance determined blood surgar was 26 mg/dl. Pt takes glyburide. Quality controls were performed on the meter and strips. Check strip read 120, out of the specified range of 96-116. High conttrol solutiion read 300 mg/dl, out of the specified range of 169-279 mg/dl. Meter was coded incorrectly. Meter read code 5, but the strip code was 2.